Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Cec adjudicated that the next day the patient suffered non-q-wave mi (target vessel), mdt extended historical peri-pci, non-q-wave mi (target vessel), 3rd udmi peri-pci and side branch occlusion of diagonal. The sponsor assessed the event as not related to device or anti-platelet medication.